Event description:
Per the audiologist's report, this patient developed an ear infection in 2006. He was admitted to the hospital the following month for IV antibiotics. The surgeon diagnosed severe mastoiditis and explanted the device the same month for this reason. There are no plans for reimplantation in the future.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.